Event description:
This is filed to report the clip opening post deployment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. A clip was advanced, and failed establishing final arm angle (efaa) opening from being completely closed to 60 degrees. The clip was removed. A second clip was advanced and deployed but opened while locked to 40 degrees. A third clip was implanted but a single leaflet device attachment (slda) occurred. The clip came off the posterior leaflet and there was no more room for another clip to be implanted. Two clips total were implanted reducing the mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported clip opening post deployment appears to be related to an open trend exception. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement associated with clip opening post deployment appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. In addition, the imaging provided was further reviewed by an abbott clinical engineer. The reviewer noted that, "one (1) echocardiographic video and one (1) fluoroscopic still image were provided. The echo video is of an lvot view with color doppler. In the first few frames of the video an image of a clip attached to both leaflets can be visualized, creating a distinct "v" shape in which the clip arms can be seen. Based on the incident details, this is presumably the second cds used during the procedure in which the clip was deployed, but reportedly opened to 40° post deployment; no slda of this clip was reported indicating it remained attached to both leaflets. The quality of the echo image in the video provided is poor (grainy, low resolution) and the clip profile does not stay in view beyond the initial frame (00:00 mark) making assessment difficult. Pausing at the 00:00 mark shows the clip profile in which the clip arms appear to be opened to ~30° - 40°. There is a notable and distinct gap (size unknown) in between the tips of the clip arms. In the fluoroscopic still image provided, a fully deployed xtw clip and mitraclip system are in view, with the cds retracted into the sgc such that the l-lock shaft of the delivery catheter is just proximal to the tip ring. This indicates that the image was taken post deployment of the reported xtw clip. As observed in the echo video, the clip arms appear to be opened to ~30° - 40°. It should be noted that the angles stated are based on a visual assessment with the naked eye and cannot be confirmed. However, it is evident that the clip arms are opened beyond the fully closed position (~10°) per the instructions for use and align with the reported details regarding the observed clip arm angle post deployment. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding when and/or by how much the clip opened can be made." The additional mitraclip devices referenced in b5 are filed under separate medwatch report numbers.